Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman and product lot number and/or serial number are unknown; therefore, the evaluation could not be performed. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time; however, if the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints.

Event description:
Rep reported via and email and a follow up phone call that the device was revised as a result of an occlusion or malfunction. No adverse consequences. Replacement is not needed. Rep will return the device for investigation.